Event description:
Customer reported device =300-350 mg/dl about three weeks ago. Doctor increased medication based on the device results, however customer's glucose remained elevated. Device =hi and lab= 137 mg/dl. No other treatment was received. No controls. A request was made for return product and replacement product was sent.